Manufacturer narrative:
Block b3: exact date unknown, event occurred between (B)(6) 2023 and (B)(6) 2023.

Event description:
It was reported that the patient with a deep brain stimulation system passed away. The cause of the patients death was not reported; therefore, it is unknown if it is related to the device or stimulation. Additional information has not been provided despite good faith efforts.